Event description:
Reported to me via occurrence report that a patient presents and staff is unable to administer medication via his groshong port. Portagram shows catheter is no longer attached and is in right atrium. Patient taken to cath lab and catheter is snared without incident. Patient returns in 2009 for explant of old port from the right side, and implant a new on the left side.